Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. Customer changed pump supplies to address the issue and resumed insulin delivery.